Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced blurry vision and dry eye in both eyes (ou) at a 6 month post-op exam. A brief description from the surgery center indicated the blurred vision was secondary to the dry eye. The patient has experienced loss of best corrected visual acuity (bcva). The patient¿s chief complaint was of dry eye and commented on expressed there was a sudden decrease in vision, dry and painful eyes. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. The patient was referred to a surgery consultant. Bcva from (B)(6) 2016: right eye pre-op 20/20 3.00 x .00 x 90, left eye pre-op 20/20 2.75 x .00 x 90. Bcva from (B)(6) 2017: right eye post-op 20/30 1.25 x -1.00 x 67, left eye post-op 20/25 1.50 x -.50 x 104.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.